Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. He checked all cable connections inside the pump and external power cables all seem to be good. The software logs were sent to the MFR for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no power to cardioplegia roller pump. They disconnected the pump and put on a back-up roller pump. That pump had power. Then the perfusionist took the back-up pump off and put the original suspect roller pump back on. They used the original roller pump for the case without issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.